Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 07-jun-2024, it was reported that the one infusion set cannula was crimped and patient faces symptoms within 3 or more hours after insertion. The site of insertion is abdomen and infusion set is used for 24-32 hours. The blood glucose level was 300 mg/dl and it is high due to correction bolus via pump. No further information available.